Event description:
It was reported that the customer was experiencing high blood glucose levels of 300mg/dl, which she treated with a manual injection. She also stated that she was receiving a motor alarm on her insulin pump and that the rewind sequence was unable to be completed. The customer was advised that her insulin pump was going to have to be replaced, and that she should revert to her back-up treatment plan in the meantime. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump passed the displacement, prime, compromised force sensor, motor tests and excessive no delivery test. There was no motor error alarm noted. The unit had cracked reservoir tube lip.